Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. During troubleshooting with tandem's technical support, the reported issue could not be verified as the touchscreen was functional. There was no impact to the customer's blood glucose level.